Manufacturer narrative:
It was reported that while attempting to flush a "cvc" after the "plunger was pulled backwards, and the syringe deflated", the patient's "tube showed air bubbles in the cvc". The customer reported it was difficult to push the plunger after "2 ml" was inserted and there was a "triangular hole" noted on the barrel causing the fluid to leak. The customer reported after the "air bubbles" were noted, "the injection was stopped immediately and when trying to aspirate the air out again, the patient's blood came directly into the syringe, which led to the fear that air was being administered instead of nacl". The customer reported the incident had no consequences for the patient. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that while attempting to flush a "cvc" after the "plunger was pulled backwards, and the syringe deflated", the patient's "tube showed air bubbles in the cvc".